Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from hypoglycemia caused due to excessive administration of insulin via the previous bolus. The patient was hospitalised due to the same. No further information available.